Manufacturer narrative:
Block d2b: qrb. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7075682, UDI: (B)(4).

Event description:
It was reported that patients spinal cord stimulator lead had high impedances and was noted that patient had loss its therapy. The patient underwent a spinal cord stimulator lead replacement procedure and was doing well post operatively. The explanted device will not be return as it was disposed at the facility.